Manufacturer narrative:
Preliminary analysis revealed that the device was manufactured and sterilized according to all applicable procedures.

Event description:
Reportedly, the entire ICD system was explanted on (B)(6) 2022 due to an infection. Preliminary analysis revealed that the device was manufactured and sterilized according to all applicable procedures.

Event description:
Reportedly, the entire ICD system was explanted on (B)(6) 2022 due to an infection.